Event description:
The following has been reported by customer: patient who presented with a clinical picture of neuromuscular blockade prior to any human intervention other than connection of the infusion to the peripheral intravenous catheter. The syringe pump was powered on with no infusion rate set, but a bolus of neuromuscular blocking agent was delivered without external intervention. Immediate reversal of the neuromuscular blockade; the patient regained normal consciousness.the process was completed successfully without complications. The syringe pump was placed in quarantine. It is scheduled to be sent for technical evaluation. The next preventive maintenance was due in february 2027. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.